Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting intermittent loss of capture. The patient presented in the emergency room 'not feeling well'.